Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibiting loss of capture approximately 2 months after implant. The physician felt the lead was unstable and elected to replace it with an active fixation lead.